Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. D4 - UDI no.: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the power supply contact is bad. It will work for a while then will not work. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by zimmer biomet china on october 23, 2019 revealed that the motor did not run. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet china on (B)(6) 2019 which included replacement of the vespel bearings, semi-circle bearings, screws, motor, plug harness assembly, needle bearing, and switch. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome would not work due to a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, screws, motor, plug harness assembly, needle bearing, and switch were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. D4 - UDI no.: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the power supply contact is bad. It will work for a while then will not work. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by zimmer biomet china on october 23, 2019 revealed that the motor did not run. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet china on (B)(6) 2019 which included replacement of the vespel bearings, semi-circle bearings, screws, motor, plug harness assembly, needle bearing, and switch. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome would not work due to a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, screws, motor, plug harness assembly, needle bearing, and switch were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that before the surgery, the power supply contact is bad and it will work for a while and then will not work. There was no impact to the patient. No adverse events were reported as a result of this malfunction.